Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit was not switching on. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text: service quotation were sent to customer for evaluation. And resolution data without a response.

Manufacturer narrative:
Therapy pca was returned "unit not switching on". This was not verified in failure analysis lab testing. Data generated by this investigation will be logged for trending analysis.